Event description:
During the resection of a bladder tumor, the sheath was inserted and the tip detached. The doctor distended the bladder a little more and noticed that there was something in the bladder. When the sheath was removed, the scrub nurse noticed that the tip was missing. A new sheath was inserted and the surgeon could then see the sheath tip in the bladder. The surgeon got a grasper and began to extract it. The patient encountered bleeding of the urethra during the extraction. No electrocautery was involved during this procedure. The surgery was completed, and the patient was in good condition.

Manufacturer narrative:
A visual examination finds the tip has been third party repaired. The tip size and the angle tip was cut different from a gyrus acmi fiberglass tip. Also, the tip has a lack of glue around the end that fits into the tube and the inside of the tube has no glue present. The tip also has chips and a burn mark. The balance of the instrument is in good physical shape. Conclusion: a search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: warranty is denied due to misuse and third party repair.